Manufacturer narrative:
This case was assessed by merz north america as serious. The events of injection site reaction and injection site nodule were assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device was coded only for formal reasons. Injection into the penis is no approved indication for radiesse (+) in us. The reported medical issues was coded out of an abundance of caution, as no confirmed diagnosis or detailed clinical assessment was provided to explain the patient's hospitalization. Additionally, the use of antibiotics and steroids suggests possible systemic involvement. Based on the wording of this report, the medical issues occurred on an unknown date after injection with radiesse (+) and therefore a contributory role of the treatment with radiesse (+) cannot be excluded with certainty. The information provided for the event of nodules suggests the event is consistent with being an expected localized response to dermal filler injections, which is self-limiting, and could possibly resolve without medical care. In this case, no corrective treatments have been applied to the nodules and no medically significant outcomes were reported that would indicate the reported nodules resulted in permanent impairment or required medical intervention to prevent permanent damage. Additionally, the event nodules was not reported as life-threatening and did not require hospitalization. Therefore, based on the limited information provided, the event nodules was considered as non-serious. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site reaction was deemed to meet the serious injury criteria of hospitalization.

Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a male patient. The patient was injected with radiesse (+) into the penis (off label use of device), on (B)(6) 2025. Batch number was reported as unknown. After the radiesse (+) injection, the patient experienced some medical issues and was admitted to the hospital. The patient was treated with antibiotics and steroids. The patient then developed some nodules and wanted to dissolve. As reported by the provider, the medical issues were unrelated to the procedure. The outcome of the events was unknown.